Manufacturer narrative:
The reported event could be confirmed, since provided x-ray images confirmed the reported nail breakage. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to event description a revision was scheduled to revise the affected nail by a tha which would indicate that an adequate fracture healing is no longer be expected after an implantation period of approximately 4 months. Due to further details provided ¿the removal operation was already over. It seems difficult to recover the broken implant.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. H3 other text : device disposition is unknown.

Event description:
It was reported, subtrochanteric fracture of the femur on (B)(6) 2019. The long gamma nail was used. On (B)(6) 2020, the nail was broken starting from the nail lag screw insertion hole. Tha scheduled for revision.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, subtrochanteric fracture of the femur on (B)(6) 2019. The long gamma nail was used. On (B)(6) 2020, the nail was broken starting from the nail lag screw insertion hole. Tha scheduled for revision.